Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have processor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that there was an atrial lead warning, and potential fracture of the atrial lead. The patient was "hospitalized but not because of potential lead fracture but because v (ventricle) was noted on high rate episodes." The device was re-programmed from ddir mode to vvir mode to turn off the atrial lead. It was further reported that the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.